Event description:
Case #: (B)(4). Case subject: npi 8100 failed pressure calibration. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22. Contact: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Nathan had a lvp8100 failed pressure calibration. Lvp sn (B)(6). Case resolution: I reviewed pressure calibration set up with nathan. His pressure calibration set (8100-pcs) was used over 20 times. I recommended nathan to replace new 8100-pcs. (B)(6) will replace a new pressure calibration set. If he still have problem, he will send unit in for flat fee repair.

Manufacturer narrative:
The customer¿s reported problem was confirmed. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a lvp8100 failed pressure calibration. Lvp sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I reviewed pressure calibration set up with (B)(6). His pressure calibration set (8100-pcs) was used over 20 times. I recommended nathan to replace new 8100-pcs.(B)(6) will replace a new pressure calibration set. If he still have problem, he will send unit in for flat fee repair.